Event description:
The harmonic hand piece was connected to the cable, the unit was then turned on, tested and used for a few moments. The hand piece then stopped working. The unit was turned off, restarted and failed the test. The hand piece was changed out for a new one. There are no further problems at this time.